Manufacturer narrative:
Product analysis: analysis found that the device was too sensitive and the calibration was invalid. The battery contact was heavily oxidized. There was a broken cover and missing hooks. The printed circuit board, lower case, ring cover, bail cover, battery contacts and bails were replaced. The device then passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned to the manufacturer for inspection. It was analyzed and tested out of specification. There was no patient involvement.